Event description:
It was reported to st. Jude medical that during hvli test, a message appeared on the screen "protection violation, the device could not deliver the high voltage therapy programmed". The physician also noticed something unusual on the can like a scratch. The device was explanted.